Event description:
Pt had an 8f angioseal closure on a widely patent right common femoral artery and developed a subtotal occlusion of that artery. Already given. Pt developed occlusion of the right common femoral artery from this device. This is the 4th case in 7 months. This is a high complication rate at our institution. Three other patients had the same complication with an 8f or 6 french device. We reported this to the sales rep and today he stated that he did not inform the FDA!!! So I am doing so. Thanks. Dates of use: late 2008 - 2009. Diagnosis or reason for use: closure of right common femoral artery access site.